Event description:
The technician found the wires were pulled out of the tape switch assembly and copper wiring was showing.

Manufacturer narrative:
The technician replaced the tape switch sensor strips to repair the bed.